Event description:
It was reported that the ventilator failed pressure traducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). During troubleshooting, moisture was noted on the pressure transducer pcb (printed circuit board). The pcb was cleaned and the ventilator passed pre-use check and was cleared for clinical use. No parts were replaced. Provided ventilator logs confirm the failed pressure transducer test during pre-use check and a picture confirms the observed moisture on the pressure transducer pcb. The cause of the reported failed pressure transducer test during pre-use check was moisture on the pressure transducer pcb. How the moisture had entered the ventilator has not been determined.

Event description:
Manufacturer's ref #: (B)(4).